Event description:
Caller reports being unable to obtain a result on the compact plus system due to an unspecified power issue. Caller reported feeling unwell and had chest pains, and went to the hospital where she was treated with oxygen and intravenous fluids (contents unknown). Caller tested 15 mmol/l on professional device and was released from the hospital the same day. Meter is not expected to be returned.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer